Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 471 mg/dl at the time of the incident and was treated with injection. The customer¿s other blood glucose was 449 mg/dl. The customer started using the insulin pump in auto mode on thursday. The customer informed that they were not familiar with the insulin pump and were not sure if they were using it properly. It was reported that there was no fill cannula in the customer daily or alarm history. The insulin pump will not be returned for analysis.